Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (address should be blank in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and it is unknown if there are deviations from the instructions for use (IFU). The cause of the foreign material that remained in the nozzle could not be specified, and no physical damage was found, and the cause of the foreign material that remained in the cover of the distal end was likely due to physical damage. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event in "operation manual j evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection", and preventative measures in "reprocessing manual evis lucera gif/cf/pcf/sif type 260 series cleaning, disinfection, and sterilization procedures". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and the plastic distal end cover. There were no reports of patient involvement.